Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing however, device received with corroded battery tube and corroded electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they cannot rewind the insulin pump because the menu button and right button was not responding. Customer's blood glucose value was 159 mg/dl. Customer stated the up, down, left and middle button was responding. Customer stated that numbers was not ramping on their own also the scroll bar was not moving with no input. Customer stated that insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.